Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that the customer passed away on (B)(6) 2025. Per the contact, the cause of death was diabetic ketoacidosis. Prior to the death, the customer experienced nausea and vomiting. A review of pump data will be performed, and the results will be submitted in a supplemental report.